Manufacturer narrative:
The ge representative conducted an onsite investigation. The collimator was replaced and calibrated. The system was tested and is now operating as intended.

Event description:
The customer reported a bad iris potentiometer error message on the 9600 system. No patient injury was reported.